Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00. Device evaluated by manufacturer: no, device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 -18.00 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. The lens tore during insertion into the eye and the lens was removed. Another lens, same model and same diopter size was implanted on (B)(6) 2015. The problem was resolved.

Manufacturer narrative:
This case is an adverse event, not product malfunction. (B)(4).